Manufacturer narrative:
Investigation summary: customer returned (16) 0.3ml, 29 gauge, 12.7mm syringes from lot 1207749. One of these syringes features a needle shield with two sections of damage. These sections are crushed and warped, with one by the bottom of the shield partially split away. A review of the device history record was completed for batch # 1207749 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle shield damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe shield was found cracked before use, compromising its sterility. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged shield of syringe. According to the customer's report, the orange shield was found to be cracked before use."